Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the usb port and pump housing were damaged making it difficult to charge and load cartridges. The customer continued to use the pump for insulin therapy. There customers blood glucose (bg) ranged from 216-217 mg/dl.